Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck tip clamp and tip clamp sleeve in the reported problem area of the pipette assembly. The tip clamp, plunger clamp, tip clamp sleeve, and lld contact spring were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.